Event description:
Physician was doing a dialysis fistulagram, left arm angio plasty on pt. On the first inflation, using inflator, 6-4 conquest burst. The balloon was successfully withdrawn with no complication. No pt injury.